Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test due to blank display. Insulin pump received with broken battery cap and stripped battery cap(p) coin slot.

Event description:
Customer reported via phone call that the battery area was corroded and the cap was broken. Customer's blood glucose value was unknown at the time of the incident. Customer stated that no physical damaged to the reservoir lip ring. Customer stated that there may be crack on the corner of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.